Manufacturer narrative:
Follow-up # 2.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 device evaluation: the test strips have been returned and further evaluated by product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and found to be misclassified by the meter. The meter reported ¿control solution¿ when blood has been applied to a strip. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch verio iq meter was reading blood tests as control solution. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that the issue occurred on (B)(6) 2015, at 06:21pm. The patient manages his diabetes by self-adjusting his insulin dose and the reporter stated that the patient administered his usual dose of "6 units" of insulin. The reporter claimed that an unknown time after the alleged issue occurred, the patient developed a symptom of "thirsty" however denied that he received any treatment. During troubleshooting the cca noted that the test strips had expired. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury after the alleged issue occurred.